Event description:
Same case as 6000093-2004-01479. During a coronary drug eluting stenting treatment procedure the stent catheter froze on the wire during withdrawal. The area being treated was an occluded cypher stent in the moderately tortuous, non calcified mid circumflex that had in stent restenosis that was implanted on an unk date. The physician predilated the lesion with a 2.5x15 maverick balloon. He then successfully deployed a taxus express2 2.5x20 mm drug eluting stent in the mid circumflex. The physician began to feel some resistance when he tried to remove the delivery balloon. The stent catheter eventually froze on the luge guidewire while in the guide catheter. The physician was able to remove the stent and the guide wire as a unit. No pt complications were reported. Pt's condition was satisfactory.